Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a microdiskectomy anterior cervical procedure, the handpiece detached from the hose assembly and hit the surgeon in the face. There was no medical intervention required for the surgeon and no adverse consequences reported to the pt. There was delay in the procedure as a backup equipment was used to complete the surgery.